Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 541 mg/dl and was subsequently hospitalized. Reportedly, the bg was caused by the food that the customer ate. The customer indicated that bg level was not due to the pump. In an attempt to resolve the elevated bg, the customer delivered a bolus of 6.6 units. Reportedly, the customer was treated with intravenous insulin and shots for blood clots at the hospital. The customer did not sustain any permanent damage. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. A release date was not provided.